Event description:
It was reported that a spectrum pump experienced a door problem. Any patient involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval found the device out of specification. The reported symptom was confirmed and reproduced. The eval found the force needed to secure door is above expected levels. The review of the event history log shows multiple door jammed alarms. The door hooks and latch pins were replaced.